Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additonal information received from a manufacture representative reproted the patient was receiving hydromorphone (15 mg/ml at unknown dose) and ziconotide (15 mcg/ml at unknown dose).

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found that the pump was incorrectly programmed in the field which caused the malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding an implantable infusion pump prior to implantation. It was reported that the representative was assisting with a new pump implant and the pump was interrogated without difficulty, but when they went to update the pump on the back table the telemetry would not complete and a pump memory error was seen with a clock on the screen. She tried multiple times and the issue persisted. A second pump was obtained and was implanted with no issues. The first pump was going to be returned for analysis. No patient involvement was noted. No further complications were reported.